Event description:
During patient use, the autopulse li-ion battery (s/n (B)(4) did not power on the autopulse platform. The customer stated that the battery was fully charged because, before the call, the autopulse multi-chemistry battery charger (mcc) had displayed a green led, indicating that the battery was fully charged and ready for use. The customer couldn't recall the color of the leds on the battery's status indicator. The patient's status information was requested, but the customer did not provide a response.

Manufacturer narrative:
Zoll has not received the autopulse li-ion battery in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number 10182 reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.